Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested with cloudy pd effluent. The cause of the peritonitis event was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The patient was treated with unspecified antibiotics (intraperitoneally, for two weeks, dosage and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter flexicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).